Manufacturer narrative:
Additional information was received on 1/2/2019. The implant date originally reported to be in 1992 was clarified to be (B)(6) 1994. The devices were textured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation with two unknown mentor saline prostheses in 1992 experienced bilateral deflation post procedure. The implants were stated to have lasted 21 years, and the deflations were diagnosed through magnetic resonance imaging. As a result, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed. Mentor became aware of these deflations when the patient had provided additional information on (B)(6) 2019 for 1645337-2019-24085 (claim against right sided replacement device). See 1645337-2019-26084 for contralateral prosthesis report.